Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) full lead was returned and analyzed. The analysis revealed no anomalies.

Event description:
It was reported that during the implant attempt, the lead exhibited good sensing and impedance measurements, but also exhibited high thresholds. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.